Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was experiencing abdominal pain below their belly button and that their urgency is not painful like it was before. The patient was advised to keep stimulation at a lower level and notify their healthcare provider (hcp). A second call from the consumer indicated that the morning of the call the patient had 5 bowel movements which was odd for the patient. Again the patient was advised to notify their hcp. A third call form the patient indicated that there was possible lead movement as well as vaginal discomfort. The caller was assisted with changing the patient's stimulation sides. A later call from the consumer indicated that the patient was experiencing discomfort from urgency so the patient increased stimulation and in a follow-up call the consumer indicated that the trial had helped with some of the pain/discomfort from urgency. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.